Event description:
Skin graft equipment requested, a dermatome and mesher. The items were opened to the field and when technician saw a zimmer dermatome, which is different than the padgett dermatome normally used. However, the padgett dermatome blade fit the zimmer device so they proceeded to setup the equipment. The center hole on the padgett blade which attaches to the oscillating mechanisms is common among skin grafting devices.the dermatome was powered on and the physician attempted to use it. The padgett blade in the zimmer dermatome hand piece produced a full thickness laceration to the patient. The patient required sutures.the zimmer blade does not fit in the padgett hand piece as it has plastic tabs that prevent it from lying flat or providing a true fit. However, the padgett blade can fit in the zimmer hand piece creating a potential for serious injuries to the patient and staff.======================manufacturer response for skin graft dermatome system, padgett dermatome blade (per site reporter).======================as of this report, no response has been received from the manufacturer.